Event description:
Caller reported that the indicated battery charge of the pump dropped rapidly, leading to an unexpected shutdown. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer was instructed to reset the pump and plug it into a known working power source. Technical support decided to replace the pump and instructed the caller to put the pump into storage mode before returning it. Customer acknowledged all instructions and will continue using the current pump until the replacement arrives.